Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported black foreign material in the biopsy channel could not be identified and a definitive root cause of the reported issue could not be determined, however, the issue may have been the result of device reprocessing not being conducted properly/efficiently due to observed leakage from biopsy channel. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection . Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The additional evaluation findings were as follows: the channel tube was leaking and there were obvious scratches and burrs on the inner wall of the tube, the distal end of the channel port was damaged, the light guide lens was cracked and there was resistance during retrieval of the attachment caused by damage/deformation of the channel port at the distal end. Additional information from the customer indicated that the usage frequency was "3"; however, no units were provided. The customer stated that the cleaning and disinfection method was by hand with enzyme. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when preparing for a procedure, the evis lucera gastrointestinal videoscope had a black particle (approximately 0.4 x 0.4 centimeters) push out from the channel tube (which can be crushed) . The customer also reported that each time the biopsy was taken, when the accessory was removed, the accessory needed to be pulled out several times to switch and the withdrawal attachment was not smooth. The issue was found during preparation for a diagnostic gastroscopy procedure that was completed using this device. There was no patient harm and the patient was not anesthetized.